Manufacturer narrative:
The cobas pro ise analytical unit serial number is (B)(6). The field service engineer cleaned the reaction chamber and nozzles, reseated the electrodes, replaced a solenoid valve as preventive maintenance, primed the reagents, and performed a precision check. He verified the analyzer's performance with successful calibrations and qcs. The investigation is ongoing.

Event description:
The initial reporter received a questionable sodium electrode assay result for one patient's sample tested on the cobas pro ise analytical unit. The initial result from the analyzer is 152.7 mmol/l. The repeat result from another cobas pro ise analyzer is 139.1 mmol/l. The clinician questioned the high initial result, prompting the rerun. The repeat result was deemed correct.

Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1), and medwatch field g4 PMA / 510k (premarket numbers) updated. The cause of the event could not be determined. The customer has not reported any other issues after the service. The investigation determined that the service actions resolved the issue and verified the analyzer's performance.